Manufacturer narrative:
No unexpected button error alarms noted. The insulin pump had intermittent button response on the up arrow button due to moisture damage on keypad traces noted. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 120 mg/dl. Customer stated it was maybe due to sweat that the insulin pump alarmed button error. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).